Event description:
Edwards received additional information indicating the mode of failure is aortic stenosis. At this time, the patient has not been treated with transcatheter aortic valve replacement (tavr).

Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information has been made available and subsequent attempts to get additional information regarding the condition of the device or information regarding the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the failure of this device remains indeterminable. If new information is received, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm pericardial aortic valve is failing after an implant duration of approximately eleven (11) years, ten (10) months. The mode of failure is currently unknown. This (B)(6) female is being worked up for a tavr procedure, which has yet to take place. No additional details provided.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of twelve (12) years due to aortic stenosis. A 23mm transcatheter valve was implanted and the patient was listed as doing well post-operatively.